Manufacturer narrative:
Investigation summary: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the spiral combination hammer 500 grams (p/n 03.010.522 lot l645237) was received with the mallet head broken off from the handle. The fracture was at the location of the laser weld between the handle and the mallet head. No other issues were identified with the returned components of the device. Dimensional analysis: diameter of the shaft adjacent to the broken weld was measured to be 9.96 mm (ca215p), which is out of specification of 9.978-10.00 mm as per respective drawing. This issue has been addressed in a non-conformance report. Received condition of the device: broken at the laser weld and below specification shaft diameter, which matches the received condition of the previous hammers that were forwarded to and investigated by manufacturing. A new manufacturing investigation was determined to be unnecessary. Conclusion: this condition was realized within the investigation of a former complaint ((B)(4)) and documented in nr-0100922. The product development memo excludes manufacturing as a root cause. The investigation with the quality inspection team showed that manufacturing drawing has been used as reference for incoming inspection instead of the component drawing. It was a decision error. Data analysis and engineering tests were conducted previously to investigate (B)(4) and respective nonconformance. The products have been tested and the smaller shaft results in larger clearance with the hammer head and does not negatively impact the function of the hammer. Investigation done under said non-conformance on site highlighted as root cause is the misuse. To address the condition of the hammer shaft being out of tolerance, a CAPA was opened on (B)(4) 2019. Further investigation will not be performed in the complaint file as the investigation and risk assessment will be completed and documented in the respective CAPA. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the spiral combination hammer & driving cap/threaded were both broken while inserting the nail in an intramuscular (im) nail rt. Femur procedure. Upon final seating of the nail the surgeon's assistant hit the impactor with the mallet and both devices broke simultaneously. No fragments were generated. There was no delay in the case. Procedure was successful. Patient status was good. Concomitant devices reported: unk ¿ nails (part# /lot#: unknown, quantity: 1). This report is for one (1) spiral combination hammer 500 grams. This is report 1 of 2 for (B)(4).